Event description:
As reported, when connecting a cook® single-use holmium laser fiber to a laser machine, the fiber could not be recognized by the laser machine, which displayed an error message reading, "no fiber attached". A second laser fiber was used to continue the procedure. Upon return evaluation of the device, the clear fiber tip appeared to have a few cracks on its surface.

Manufacturer narrative:
Initial reporter name and address- postal code: (B)(6). Device evaluated by mfg: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary as reported, when connecting a cook® single-use holmium laser fiber to a laser machine, the fiber could not be recognized by the laser machine, which displayed an error message reading, "no fiber attached". A second laser fiber was used to continue the procedure. Upon return evaluation of the device, the clear fiber tip appeared to have a few cracks on its surface. Investigation - evaluation reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures of the device were conducted during the investigation. A visual inspection of the returned device was also conducted. One laser fiber was received for investigation with opened original packaging. The fiber registered as usable when connected to in-house laser machine. The clear fiber tip measured approximately 6 mm and appeared to have a few cracks on its surface. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state, ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the available information, cook has concluded that a cause for this event could not be established. It is possible that the observed device damage was a result of user handling, damage incurred during return shipment, or a material surface defect. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.